Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Customer addressed their bg with a manual injection. Customer reverted to an alternate method of insulin therapy.